Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion noted at 39.9 cm to 40.3 cm from the distal tip consistent with lead friction to the device can. The abrasion only breached the optim sheath with no damage to the silicone insulation beneath.

Event description:
This report is to advise of an event observed during analysis.